Manufacturer narrative:
The sample was collected via venipuncture in a 2 ml edta vacutainer tube and analyzed fresh. Field service engineer (fse) evaluated the instrument on-site. The fse checked latron, with all parameters determined to be acceptable and completed vcs (volume, conductivity, scatter) noise checks, also determined to be acceptable. A thorough inspection of the lh750 was performed, and root cause for the discrepancy between instruments could not be determined. A manual retic (reticulocyte) count was performed. The manual count was compared to the results from the two lh750 instruments and used to determine that the results for serial number (B)(4) were erroneous. The investigation determined that the instrument was performing within qc specification. Controls were run once every 24 hours. Controls were run before and after the incident and recovered within acceptable limits. Raw data analysis found that the sample appears to be a hard ghosting sample and the instrument software algorithm performed as expected for the patterns presented. The pattern seems to indicate incomplete lysed red cells (slight insufficient red blood cell clearing issue) as the mature red blood cell population spreads over the retic population. For each of the data files provided. Abnormal retic pattern and/or verify retic messages were generated. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Event description:
Customer reported discrepant reticulocyte (retic) results for one pt sample between two lh750 instruments on (B)(6) 2009. It was determined through investigation that one lh750 instrument (serial # (B)(4)) gave erroneous low reticulocyte results, as compared to another lh750 unit. The erroneous low results had instrument generated messages (abnormal retic pattern, verify retic and r (review) flags.) Erroneous results were not reported outside the laboratory. There was no death, injury or change to pt treatment associated with this event.